Manufacturer narrative:
B5: updated translation received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient with the condition of a dura fistula was hospitalized for embolization. There were two feeder branches. During using the first apollo the tip of the ripped off. The same branch was embolized with squid successfully. This tip was left in the vessel, as it was supposed to. Prior to the embolization of the second branch the tip of the catheter ripped off again. This branch was not targeted again and left untreated. After that the patient was extubated and was brought to the ICU.

Event description:
Medtronic received a report that a patient (pt) with a dural fistula was in the hospital for embolization treatment. There were two inflows to the fistula. In the first apollo catheter, the tip tore off before embolization. The same influx was then successfully embolized with squid. Here remained the top of the second apollo catheter in the vessel as expected. When sounding out the second influx cracked then again removed the catheter tip before the start of embolization. This influx remained untreated. The patient was then extubated and transferred to the ICU. There was tip premature detachment. This did not occur during onyx injection. The tip remained in the patient. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for embolization treatment. Ancillary devices include balt squid liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no symptoms associated with the pre-mature tip detachment. The patient had no complications from the part that was untreated. The procedure was then scheduled for a later time and was doing fine. The patient transferred to the ICU. The vessel was a little torturous and the physician assumes that it might have been due to shear stress. There was no resistance when the apollo was being advanced or retrieved. The apollo tip was not embedded in the onyx cast. There were no¿future plans to retrieve the catheter tip. The anatomical location of the apollo tip: a. Meningia media. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices. The device and any accessory devices were prepared as indicated in the IFU. The patient¿s vessel tortuosity was mostly moderate. The access vessel was the femoral right.

Manufacturer narrative:
H3: product analysis #707095383:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: dwgs105-5096-000 rev. Af ¿ as found condition: the apollo microcatheter was returned for analysis inside the inner pouch, outer carton, dispenser coil, biohazard plastic bag, and shipping box. ¿ damage location details: the 3.0cm detachable tip was found detached and returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured at ~166.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.20mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.